Manufacturer narrative:
Unexpected motor communication error alarm and critical pump error alarmed during battery changes, problem isolated to printed circuit board. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test before the unexpected critical pump error. Unable to perform sleep current measurement and active current measurement due to device stuck in critical pump error. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.